Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information in united kingdom: "overinfusion." According to the customer: "we have a 34.1kg weimaraner under ga. We've set the IV pump to give 10mg/kg. The infusion ran for approx 20ml at which point it alarmed (presumably at the end of the bottle) as the entire bottle was drained including the reservoir."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400610095. The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: n030005. 2.5 hours of operation: 3173 h. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The last history files of 2023-07-11 were investigated. At 2023-07-11 11:35 am an infusomat space line was inserted. A new patient weight of 34,1 kg was set. At 11:36 am a vtbi of 34,1 ml was set. In the same minute the rate was set to 68,2 ml. Then the drug "paracet" was selected. The vtbi was changed to 116,28 ml. Due to the selected drug and the set values a rate of 232,6 ml/h was calculated. The infusion was started at 11:37 am. Between 11:48 am and 12:01 pm the device displayed 2x "pressure alarm" and 3x "upstream alarm". The reason for the alarms could not be clarified. Up to 12:01 pm the pump has delivered a volume of 82,89 ml. The line was taken out at 12:14 pm. The actual volume infused entries in the history fit the set values from the customer. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,40%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The complaint malfunction from the costumer could neither be reproduced nor detected inside the history files. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.